Event description:
Evaluation summary: the device was explanted during surgical conversion due to stent graft occlusion. The patient was originally treated for a 55 mm diameter aaa. The main body was placed from right side, the left contralateral limb was extended into the left external iliac artery, and the left internal iliac artery was coiled. A short time after the implant, the patient was involved in a minor car accident which led to temporary immobilization; the patient had pain in the left leg and reduced pulse in the left groin. Follow-up at 6 weeks noted stenosis, at 8-months post implant total occlusion was reported, and the decision was made to convert the patient during open repair. The patient status post-procedure was reported as "critical ischemia." From the examination of the returned devices, the cause of the stent graft occlusion could not be determined. The bifurcate aortic body was found transected just above the flow divider and a 5 mm length cut was seen on the distal end of the contralateral extension; both cuts likely occurred during the explantation of the stent graft. No other stent graft integrity issues were observed, and the stent graft was verified to have met all endurant manufacturing specifications prior to shipment. Film review: pre-implant cta showed that the 5 cm aaa contained thrombus, the iliacs were moderately tortuous, and the lcia was aneurysmal. Implant angiogram showed no obvious stent graft kinks and there appeared to be good distal runoff. Post-implant cta (at 2-months) showed thrombus within the bifurcated aortic body. The contra (left) limb was occluded beginning at the flow divider, extending into the left femoral, where there was collateral flow. The ipsilateral limb was patent. Post-implant cta (8-months) showed the entire stent graft was occluded beginning just below the renals, and there continued to be some collateral flow distally around the aorta/ iliacs perfusing the legs, although angiograms showing filling times were not provided for review. No obvious kinks in the stent graft were seen. The exact cause of the progressive occlusion could not be determined. It is possible that the left iliac limb extension, which was placed with the 16 - 10 mm stent graft diameter transition at or just distal to the iliac bifurcation, may have contributed to the left side occlusion due to possible stent graft infolding from oversizing within this area. The calcification and stenoses in the angulated area of the right iliac may have contributed to the occlusion on the right side. It is also possible that the occlusion may have been caused by poor distal runoff or other patient condition.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. Aneurysm and vessel morphology not received. A short time after the initial implant the patient was involved in a minor car accident which led to temporary immobilization. The patient had pain in the left leg and reduced pulse in the left groin. A stenosis was discovered, but no action was taken. Eight months post implant, a total occlusion was discovered. Currently, the endurant was explanted. After explantation it was discovered that the entire stent graft was thrombosed (bilateral limb thrombosis). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion). (Cause of event is unknown) evaluation, conclusion: (cause of event is unknown).

Manufacturer narrative:
Method: film evaluation. Results: calcification and stenosis. Conclusion: calcification and stenosis.